Event description:
It was reported that this right atrial (ra) was confirmed to be dislodged and was confirm by x-ray imaging. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.